Manufacturer narrative:
As received, a complete lead with a stylet restricted inside the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The returning stylet was noted to be restricted inside the lead with no anomalies were noted at the restriction region. The stylet insertion test could not perform due to the damaged inner coil consistent with procedural damage. The reported events of no capture and p-wave amp variation were not confirmed. The reported event of the stylet was not advanced through the lead was confirmed. The cause of the reported event of stylet was not advanced through the lead was isolated to the over-torqued inner coil and the inner coil being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a loss of capture and low sensing were observed on the right atrial (ra) lead. Upon investigation, the ra lead was found to be dislodged. Lead repositioning was attempted, however, the stylet could not be inserted into the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.